Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating. Upon intra-operative evaluation, it was noted that the plug had fallen out causing all of the saline to leak out of the system. The ipp was explanted and replaced. There were no patient complications reported.